Event description:
Healthcare professional (hcp) reports a blood leak noted into the dialysate compartment 1 1/2 hours into the pt treatment. New disposables used to continue treatment without incident. The hcp reports several high venous pressure alarms on the hemodialysis device prior to this incident. The venous pressure was running over 300mm/hg. Estimated blood loss of 250cc reported. Dialyzer not reused prior to this report. Hcp reports no pt injury or need for medical intervention.